Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had tear in the cord. The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and in addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. However, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor the field performance for this device. Updated fields: b5, d8, d4, d9, g1, h2, h3, h6, h11.

Event description:
No additional information received from customer.